Event description:
It was reported during a planned transurethral incision of the prostate (tuip) and bladder neck procedure on a patient with recurrent bladder neck sclerosis and known prostate cancer, the distal end of the resectoscope broke during normal manipulation in the urethra. No force was used and there was no unusual resistance. The break was sharp and metallic, and the end-piece became stuck in the prostate/bladder neck area. Endoscopic removal was not possible without risk of damage to the urethra. The procedure was therefore converted to open surgery. Using open access, the resectoscope head was removed in its entirety without damage to the bladder neck or urethra. At the same time, y-v plasty was performed to reconstruct the bladder neck .the patient tolerated the procedure well. There was no further patient impact reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h7, h9, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found the insulating insert of the device had completely broken off. A root cause could not be identified. Based on the results of the investigation, a probable cause of the reported event is due to an identified stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.